Manufacturer narrative:
(B)(6).

Event description:
Patient's father contacted dexcom on 03/24/2016 to report a loss of connection that occurred on 03/24/2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/30/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.